Event description:
It was reported that the patient presented in clinic for a left ventricular (lv) lead revision procedure. It was discovered via fluoroscopy that the lv lead was dislodged and was inappropriately pacing the atrium. The patient was asymptomatic. The lv lead was capped and a new lv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.